Event description:
Boston scientific received information that this patient had been experiencing pre-syncopal symptoms which resulted in a fainting episode. Documented loss of capture was reported which was noted on a ventricular tachycardia (vt) event stored in the arrhythmia logbook. The caller suspects this occurred during the patient's last in clinic check at which time lead diagnostics were normal with the associated competitive lead. Threshold measurements are currently 2.3v with r-waves of 2.9 mv. The patient has not had a system evaluation since the reported symptoms. The physician programmed the right ventricular pacing amplitude to 4.0v and turned autosense on.

Manufacturer narrative:
Four months later, the device was explanted due to patient condition. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
Visual inspection of the device was unremarkable for any device anomalies. The device header was examined under high power microscope and the seal plugs and adhesive appeared normal and the seal appears to be intact. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
The device remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.